Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient had an unknown low cgm reading and self-treated with eating. The patient was brought to the hospital by ambulance that evening with no specific symptoms reported. When a fingerstick was taken the cgm reading was 220 mg/dl, and the blood glucose reading was 480 mg/dl. No information was reported regarding treatment. It was unknown how long the patient stayed at the hospital. At the time of the report the patient was stable. No other details were documented, and attempts to contact the patient for more information, were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.